Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. In addition to what was previously alleged, litigation states that the patient suffered from muscle weakness, injury, distress, and will suffer additional scar tissue in the future following revision surgery. Doi: (B)(6) 2009. Scheduled revision on: (B)(6) 2019. Right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As stated, "I had mom tha on 2009 of the right hip and mom tha on 2010 of the left hip. On 2010, I experienced significant pain while weight bearing in my left leg/hip. An ultrasound and blood tests were completed in 2011. An effusion was noted on the ultrasound of the left hip. Cramping has occurred in the right thigh since 2009/2010, blood work has been conducted at least annually to track co and cr levels. Mris were conducted in 2016 and 2018 and an effusion was detected in 2018, on the MRI of the right hip, co levels are in the high risk range and cr levels are in the upper moderate risk range. Current symptoms include pain when lying on the right side and decreased strength in the right hip. Bilateral hip revision surgery is scheduled for 2019." This complaint is for the right hip. Patient indicates she is currently experiencing pain, effusion, soft tissue issues, cramping, elevated ions, and that her implants are giving off debris. She is scheduled for a bilateral revision surgery in 2019.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.